Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical engineer (biomed) at a user facility reported that the fresenius 2008t hemodialysis (hd) machine had a burned and melted power plug. This was observed during inspection of the plug end. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The plug was a fresenius part. The biomed reported that there was no burning smell, smoke, spark or flame observed. There was no damage observed on any other components. All electrical leakage tests for the machine had passed and is current with regular preventative maintenance. The machine has approximately 2,000 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The facility has 12 gfci outlets and they were tested by the user facility maintenance department. A total of 11 outlets failed the strain gauge stress test by being too loose within the outlet, where the plug may have been able to move around. This was believed by the facility to be a contributing factor regarding the burned plug. The facility has replaced all 12 outlets. The biomed replaced the power cord and plug assembly, which resolved the issue. The unit was returned to service at the user facility without a recurrence of the event as reported. The power cord and plug assembly was stated to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Follow-up #2. Device evaluation: although it was originally stated that the power cord/plug assembly was available to be returned to the manufacturer, no parts have been received by the manufacturer for evaluation to date. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). The reported burned power plug was replaced by the biomedical technician (biomed) to resolve the issue. Following parts replacement, the unit was returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. Although the customer provided a photograph of the reported damaged power plug, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction: the initial submission had the incorrect date rec'd by MFR date. The correct date is 12/19/2017.